Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient developed a hematoma post-operatively. The hematoma was aspirated and the patient has recovered and is currently using the device to find effective pain relief.